Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration was last performed on (B)(6) 2025. The qc recovery data provided was within specification. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas pure e 402 analytical unit. The initial result was 15.9 ng/l. The doctor questioned the result as it was deemed critical, which prompted the customer to repeat the sample. The sample was repeated five times and the results were 6.80 ng/l with flag, 6.23 ng/l, 6.35 ng/l with flag, 6.18 ng/l, and 6.42 ng/l. The sample was also tested on another module twice and the results were 5.36 ng/l and 3.28 ng/l. The result of 5.36 ng/l was deemed correct.